Event description:
Call came through customer service (B)(4), dealer stated that the crossbraces are broke. No other information available.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.